Manufacturer narrative:
Product complaint # (B)(4). Additional information has been received, the previously reported event under mrn 8030965-2024-12639 is no longer considered reportable at this time as this device has been reported on mrn 8030965-2024-12636. No further follow-ups will be sent under 8030965-2024-12639.

Event description:
It was reported a patient, with a tfna, has suffered a cut out and is experiencing pain. There is no information on implant or explant dates.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.